Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch ultramini meter was reverting to setup mode. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient was unsure when the alleged issue first began. The patient manages their diabetes with self-adjusted insulin. The patient reported increasing their dose of humalog and lantus insulin in response to the alleged issue. The patient reported developing symptoms of ¿dry mouth and high sugar¿ sometime after the alleged issue began. The patient stated that they developed these symptoms because they could not test on the subject meter. The patient did not report any further treatment. At the time of troubleshooting the cca determined that the alleged issue began after the patient changed the battery on their meter. The alleged issue was resolved with troubleshooting. This complaint is being reported because the patient developed symptoms associated with hyperglycemia after the alleged issue began.